Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
A surgeon reported a corneal pocket was created for the patient's left eye in order to insert a corneal inlay. The pocket was well-positioned and had no visible issues on the screen, however, after opening the incision the pocket was extremely sticky and would not open correctly. Surgeon opted to abort the insertion of the inlay ring. Reporter indicated the patient is being monitored and may elect to undergo a second inlay insertion at a later date.

Manufacturer narrative:
Review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to the day of the treatment. Review of the logfiles for the day of treatment shows during start up calibration checks were successfully performed without any issues. The logfile shows one standard treatment which was performed with service login and four pocket treatments which were performed successfully by the user. The user renewed the energy check in the recommended range during the day and the energy was stable during the complete day. The measured energy during all treatments on that day shows no abnormalities. The user had some trouble to achieve good suction two values, however, procedures were completed. Further the complete day shows no error messages, relevant warnings or abnormalities. No technical root cause was identified as the system was operating within specifications. The root cause could not be determined conclusively. The manufacturer internal reference number is: 2016-34600